Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 56mg/dl (5:57pm), 190 mg/dl (6:07pm). Tests were done within 10 minutes with a difference of 97%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "_ck strip 76 (70-96)".